Event description:
Pt implant in 2009. Follow up CT revealed a distal type I endoleak. Eight months later, the pt was treated with a 20-25-65s ectatic extension with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Unk if pt anatomy met criteria for indications for use. No conclusion can be drawn at this time.